Event description:
It was reported that the pump exhibited error code 46440. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) confirmed the error and the reported issue was duplicated. The cause of the reported issue was due to a faulty dso. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown